Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.00/+3.0/062 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, angle closure with elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).